Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited small events of noise marked on the right ventricular (rv) channel which could likely be air bubbles. No adverse patient effects were reported.